Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had broken force sensor and hardware low level failure alarm. Customer was able to performed displacement test. Customer was able to rewind the insulin pump. Customer reported there was second occurrence of hardware low level failure alarm. No harm requiring medical interventions reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. However, pump error 63 and pump error 19 confirmed in device history file with variable due to software anomaly.